Event description:
It was reported that the patient presented to the clinic due to beeping from the device. When the device was interrogated, it was discovered that the lead integrity alert (lia) was triggered due to the right ventricular (rv) lead exhibiting high short interval counts (sic) and non-sustained ventricular tachycardia (nsvt) episodes. The device was turned off and the lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, (B)(6) 2008; 1258t competitor lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated the right ventricular lead integrity alert was triggered and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).